Event description:
Territory business manager (tbm) reported that parts keep falling from the front riggings on a trex28rf wheelchair. Tbm alleges that this is a production manufacturing issue with t94ha front rigging. MDR filed.